Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the ic u2 on the diego pcb assembly. A replacement device was provided to the customer.

Event description:
It was reported that the device failed to turn on using a battery power. There was no pt use associated with the reported event.